Event description:
Customer reported discrepancies between his sensor glucose and blood glucose readings. He also reported being hospitalized on (B)(6) 2014 for a staph infection, tick fever, and an ulcer on his foot. He stated his blood glucose was 260 or 270 mg/dl due to the staph infection. His sensor glucose, however was 40 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.